Manufacturer narrative:
H3, h6: one 72202615 twinfix ultra pk 5.5mm suture anchor used for treatment, was not returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. Due to unavailability, the evaluation was limited. If further evidence becomes available, the complaint may be revisited. Factors that could affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that might compromise product performance or integrity include: 1) non-compliance or deviation from technique driven instructions. 2) alternate prep method or instruments used. 3) unexpected bone density/condition. 4) incomplete anchor insertion. 5) loss of or lack of axial alignment. Per instructions for use caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during a rotator cuff repair surgery, upon insert the anchor into the patient, the tip of the anchor broke and then it was removed from patient with a knife and artery clamp. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.